Event description:
It was reported that due to abdominal pain the patient had his inflatable penile prosthesis (ipp) explanted. This patient stated he started to experience abdominal pain three weeks prior to him see his physician. The physician believes the reservoir herniated from its original position. There were no defects found with his device. This patient is expected to make a full recovery.